Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had unable to capture images. The issue had occurred during installation. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The customer contacted olympus technical assistance support via phone. Olympus technical assistance support provided remote troubleshooting and field service engineer called for assistance with installation of brand-new cv-1500 to be set up with facility's computer running gastro. Field service engineer advised cabling and video settings were good but needed assistance with capturing. All of the settings were correct, but field service engineer was still unable to capture images. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.